Manufacturer narrative:
Concomitant medical products: product ID 748351, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported via a manufacturing representative that the extension was tight and ¿pulling¿ on the implantable neurostimulator (ins). The pulling produced a tingling sensation at the ins pocket. The cause was unknown, but the event had a gradual onset. A revision was done and the surgeon was able to release the extension for scar tissue. It was unknown if the issue was resolved. The patient was alive with no injury. The patient¿s indication for use is parkinson¿s dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent. Refer to manufacturer report #6000153-2016-00431.